Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction. After the iab was prepared, the md inserted a sheath into the patient's left femoral artery. While advancing the iab into the sheath, the iab became stuck in the sheath and could not be moved back or forth. As a result, the md removed the sheath and the iab as one unit. The md requested another 40cc balloon kit and this iab was prepped and inserted without incident. There were no reported patient complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.